Event description:
It was reported that the pt with an intracranial bleed (icb) underwent a craniotomy. The product was used to continually monitor intracranial pressure. The intracranial pressure (icp) monitor turned off suddenly while in use. The product problem was discovered after the surgical procedure was completed. Another monitor was then used. There was no delay in surgery and no pt injury reported. The pt was transferred to another facility in stable condition. (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.